Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this device and right ventricular (rv) lead were implanted pacing failure resulting in pacing inhibition and high pacing thresholds were noted two days post implant. A revision took place and no significant finding were noted, although a micro dislodgement of the rv lead was suspected. Some blood contamination was noted around the connected of the device and the negative potion of the rv lead. The device was replaced while the lead remained implanted with a new device. The explanted device will not be returned due to infectious disease. No adverse patient effects were reported.